Event description:
It was reported that the right ventricular (rv) lead had low r waves. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed. There were no anomalies found. It was noted that the lead insulation overlay was melted, had environmental stress cracking along with an outer insulation depression. The inner insulation was distorted.